Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and relevant tests/laboratory data to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, device evaluation status and h6 method, result and conclusion codes.

Event description:
Per complaint (B)(4), the patient was in the office for an emergency visit due to implant mobility and loss of integration. The buccal plate was broken.